Event description:
A case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure fell out"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding") and thrombosis ("blood clot in leg") in an adult female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included uterine ablation, dvt, coagulation disorder, uterine bleeding, ear wax, dysmenorrhea, anemia, dizziness, menses irregular, constipation, periumbilical pain and iron deficiency anemia. Previously administered products included for an unreported indication: carbamide peroxide and norethindrone. Concurrent conditions included intramural leiomyoma of uterus. Concomitant products included rivaroxaban, tramadol, warfarin sodium (coumadin) and warfarin sodium (jantoven). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, davinci robot cystoscopy and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, menorrhagia, genital haemorrhage, thrombosis, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, uterine leiomyoma, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, device expulsion, fatigue, genital haemorrhage, menorrhagia, pelvic pain, thrombosis, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased after essure removal. Lot number report b022464 is invalid. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: uterine leiomyoma, fatigue, heavy vaginal bleeding, pelvic pain, abdominal pain,device expulsion lot number: b02264 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and thrombosis ("blood clot in leg") in an adult female patient who had essure (batch no. B022464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included uterine ablation. Concomitant products included rivaroxaban, tramadol, warfarin sodium (coumadin) and warfarin sodium (jantoven). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, uterine leiomyoma, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, thrombosis, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received. Reporter's information, lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), fibroids, blood clot in leg, fatigue, hair loss, stomach pain. Plaintiff did not underwent essure confirmation test. Concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding") and thrombosis ("blood clot in leg") in an adult female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "essure fell out" (seriousness criteria medically significant and intervention required) and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included uterine ablation, dvt, coagulation disorder, uterine bleeding, ear wax, dysmenorrhea, anemia, dizziness, menses irregular, constipation, periumbilical pain and iron deficiency anemia. Previously administered products included for an unreported indication: carbamide peroxide and norethindrone. Concurrent conditions included uterine leiomyoma. Concomitant products included rivaroxaban, tramadol, warfarin sodium (coumadin) and warfarin sodium (jantoven). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, endometrial ablation,davinci robot cystoscopy. And novasure endometrial ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, thrombosis, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, uterine leiomyoma, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, thrombosis, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased after essure removal. Lot number report b022464 is invalid. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: uterine leiomyoma, fatigue, heavy vaginal bleeding, pelvic pain, abdominal pain,device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid). On 15-jan-2019: mr received : new event, " device expulsion " was added. Lot no. Was added. Medical history was added. Historical drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('essure fell out/ migration'), pelvic pain ('pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy abnormal bleeding'), thrombosis ('blood clot in leg') and deep vein thrombosis ('dvt') in a 29-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included uterine ablation, dvt, coagulation disorder, uterine bleeding, ear wax, dysmenorrhea, anemia, dizziness, menses irregular, constipation, periumbilical pain and iron deficiency anemia. Previously administered products included for an unreported indication: carbamide peroxide and norethindrone. Concurrent conditions included intramural leiomyoma of uterus. Concomitant products included rivaroxaban, tramadol, warfarin sodium (coumadin) and warfarin sodium (jantoven). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, endometrial ablation,davinci robot cystoscopy. And novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, thrombosis, deep vein thrombosis, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, uterine leiomyoma, fatigue, alopecia and abdominal pain upper outcome was unknown and the pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, deep vein thrombosis, device expulsion, fatigue, genital haemorrhage, menorrhagia, pelvic pain, thrombosis, uterine leiomyoma, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased after essure removal. Lot number report b022464 is invalid. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: uterine leiomyoma, fatigue, heavy vaginal bleeding, pelvic pain, abdominal pain,device expulsion lot number: b02264 manufacture date: 2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : perforation, dvt added. Outcome of the event pain and bleeding updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.